Manufacturer narrative:
No equipment was returned for evaluation. The report of a total loss of power to the system controller resulting in a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. Review of the submitted log file dated (B)(6) 2016 showed that the line of data directly following timestamp 15 days, 3 hours, and 42 minutes captured low speed advisory/hazard and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. This line of data showed that a time stamp reset to 0 days, 0 minutes, and 0 seconds occurred, indicating a complete loss of power to the system controller. It appeared that the patient was operating on the power module prior to the loss of power. Power was restored approximately 2 days and 18 hours prior to the log file being saved. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters. The log file data contained no atypical alarms or parameter changes prior to or following the total loss of power/pump stoppage event. The evaluation could not determine how long the system was without power. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during the patient's hospitalization for an unrelated event, a loss of power to the system was noted upon interrogation of the system controller history. Initially, it was suspected that a mistake may have been made by either the patient or the staff nurse; however, the data recorded in the reviewed system controller history file showed that the pump stoppage had occurred ¿a while ago.¿ the patient did not recall any events that resulted in a driveline disconnect or loss of power, and reportedly no alarms had occurred at the time. There was no report of any adverse impact to the patient during the event. The submitted log file analyzed by the manufacturer¿s technical services confirmed a power loss to the system controller. It appeared likely that the issue may have been caused by both system controller power leads being disconnected from power sources. On (B)(6) 2017, the vad coordinator reported that none of the patient¿s peripheral equipment was exchanged. No additional information was provided.